Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of autopilot issue is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the staff called for assistance for troubleshooting issue with autopilot on the intra-aortic balloon pump (iabp). Every time the staff tried to go back to autopilot, the iabp alarms for "inefficient time to inflate (6)". The iabp in operator mode was triggering appropriately in peak trigger and timing was appropriately set. When staff switch to autopilot, the iabp only pumped intermittently, but alarmed consistently for "inefficient time to inflate (6)". As a result, the patient was swapped over to a second iabp without issue and the fos did not need calibrated as the pressures were reading the same as they had on the first iabp after being zeroed. The second iabp was working as expected in autopilot, pattern trigger and timing well on the fos. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the staff called for assistance for troubleshooting issue with autopilot on the intra-aortic balloon pump (iabp). Every time the staff tried to go back to autopilot, the iabp alarms for "inefficient time to inflate (6)". The iabp in operator mode was triggering appropriately in peak trigger and timing was appropriately set. When staff switch to autopilot, the iabp only pumped intermittently, but alarmed consistently for "inefficient time to inflate (6)". As a result, the patient was swapped over to a second iabp without issue and the fos did not need calibrated as the pressures were reading the same as they had on the first iabp after being zeroed. The second iabp was working as expected in autopilot, pattern trigger and timing well on the fos. There was no report of patient complications, serious injury or death.